Event description:
On (B)(6) 2013, it was reported that the physician's programming system was constantly freezing up at the interrogation successful screen. The physician stated that the issue would resolve with a hard reset and no other issues were noted with the system. It was unclear how long this has been occurring, but it had been happening for some time. The programming system was returned on (B)(4) 2013 and is pending product analysis.